Manufacturer narrative:
(B)(4). Date sent: 02/13/2023. Additional information was requested, and the following was received: 1. Did the device staple? Yes 2. If the device stapled, was the staple line complete? No. 3. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? Some irregular and some straight legs 4. Did the device cut? No. 5. If the device cut, was the cut line complete? N/a. 6. Were the cut line and staple lines equal? No. 7. Was the device fired across a staple line? No. 8. Please provide details as to how the reload did not work. The staples were engaged but it didn¿t staple and the firing sequence was not complete 9. Did the reload lock out and would not work? Yes (although he was firing in one continuous motion) 10. Did the reload begin to staple and cut, but then jammed? Yes 11. Did the device staple, but there was no cut line? Yes, but the first part of the staple only 12. If the device cut and stapled, were there any staples missing from the staple line? No how was the procedure completed? He opened another stapler.

Event description:
It was reported that during an unknown procedure the surgeon felt that there's something wrong with the stapler he can't fire it properly as usual despite following all the steps (and it was very heavy during firing) then the firing knob separated from the stapler there were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 1/10/2023. Only event year known: 2022. Batch # u40t2v. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot/batch. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Did the device staple? 2. If the device stapled, was the staple line complete? 3. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? 4. Did the device cut? 5. If the device cut, was the cut line complete? 6. Were the cut line and staple lines equal? 7. Was the device fired across a staple line? 8. Please provide details as to how the reload did not work. 9. Did the reload lock out and would not work? 10. Did the reload begin to staple and cut, but then jammed? 11. Did the device staple, but there was no cut line? 12. If the device cut and stapled, were there any staples missing from the staple line? How was the procedure completed? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.